Event description:
During remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. X-ray imaging was performed and revealed no anomalies. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.